Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction is a known as adverse event of coronary stenting in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that the subject was randomized into the platinum wh study on (B)(6) 2009. The target lesion was located in the mid right coronary artery and was 70 % stenosed. The target lesion was treated with pre-dilatation, and placement of a 3.50 x 18/20 mm study stent, after which post-dilatation was performed with 0% residual stenosis. A non-target lesion in the mid left anterior descending was treated with balloon angioplasty and placement of a 2.75 x 28 mm xience v drug eluting stent during the index procedure. Post procedure cardiac enzymes on (B)(6) 2009 were consistent with a non-qwave myocardial infarction (mi). There was no reported treatment for the mi. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. No additional information was provided.